Manufacturer narrative:
A0908, a23: wrong CT. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that a system that was defaulting to an older computed tomography (CT) when they merged images and went to navigation. The manufacturing representative (rep) stated the site wanted to navigate a new CT with fiducials, but the system was trying to navigate off of an older CT that was in the merged image set. Technical services (ts) believed the wrong CT was selected to be the base image. The site either needed to drag the correct CT to the top and remerge or change the visibility settings for what models were present. Site had to continue with the case and hung up. There was less than an hour delay in the procedure. Impact on patient outcome unknown. Additional information was received. It was reported that this was a tumor resection procedure. There was no reported impact to patient. It was also noted that this was a user error, as the wrong MRI was loaded. Additional information was received. It was reported that the error was on the customer¿s side. They pushed the wrong MRI <(>&<)> CT without fiducials. This was not a stealth issue at all.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.